Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that ventricular events from (B)(6) 2020 and (B)(6) 2020 show lead noise with rv pacing inhibition. Lead will be evaluated further with isometrics and pocket manipulation to see if the noise is reproducible. Lead remains implanted.